Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced leakage. The following information was provided by the initial reporter: shortly after nurse (B)(6) chemo, patient called out and stated that something was leaking. Infusion stopped. Chemo infusion set noted to be leaking from extension piece.

Manufacturer narrative:
Date of birth: only the patient's age was provided, therefore a default date of birth has been listed. Device expiration date: unknown. FDA notified: the initial reporter also notified the FDA via medwatch uf/importer report #: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced leakage. The following information was provided by the initial reporter: shortly after nurse hung chemo, patient called out and stated that something was leaking. Infusion stopped. Chemo infusion set noted to be leaking from extension piece.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of leakage from the extension piece could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed on model 24600-0007 because the lot number is unknown.